Event description:
It was reported by patient that during vein access procedure for her dialysis therapy, nurse blew up her vein. She stated that it hurt, bled and was swelling. They put ice on it and she is still in pain. She was also put on antibiotic. She stated that she has a granddaughter to take care of, that now she is unable to do that. She alleged that this is the second time that this incident happened to her.